Event description:
It was reported that a band slippage occured with a patient enrolled in the (B)(6) registry. The band was placed on the (B)(6) 2007. On the (B)(6) 2010 a slippage was identified. The band was explanted and the patient received a sleeve conversion.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.